Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens and one haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. This is one of two lenses used on this patient. See MFR report # 2023826-2007-00851.

Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.